Manufacturer narrative:
This report is filed january 22, 2016.

Event description:
Per the clinic, the patient experienced skin breakdown resulting in extrusion of the receiver stimulator. Subsequently on (B)(6) 2016, the device was explanted.

Manufacturer narrative:
This report is filed june 30, 2016.